Event description:
A pentax ultrasound gastroscope was involved in two adverse events. The nurse manager for the hospital reported that the same eus cope was used on two different patients, each of whom experienced a duodenal perforation and surgery was required. The same physician performed both procedures. Although the facility could find "nothing" wrong with the instrument, comments were offered that suggested there may have been a "little rough" or "somewhat sharp" edge by the scope tip. The scope in question was sold on 4/9/01 and has never been returned to ppi for service prior to this event.